Event description:
Pt came to hosp for same day procedure performed in radiology. Catheter embolization of left spermatic vein for left varicocele. During the proceudre, the physician attempted to place a fourth left spermatic vein 3mm stainless steel coil. The coil was partially deployed at the end of the catheter, but multiple guidewires could not completely detach the coil in the spermatic vein. A venous sheath was then placed over the catheter in the right femoral vein, which is the customary manner to retrieve a partially detached coil. While retracting the catheter into the sheath, the stainless steel coil detached completely and embolized to the left lung. The pt was admitted overnight for eval and observation. Pt suffered no acute symptoms and was discharged home without removal of the coil. The physicians felt pt would suffer no long-term ill effects from this event and/or from retaining the coil.